Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log showed that on (B)(6) 2016 at 4:14am, an infusion of heparin 25000 unit/250 ml was started at 10 ml/hr with a vtbi of 250 ml. A patient-side occlusion alarm occurred immediately and the infusion was restarted. The infusion continued until 6:22am, when the device was channeled off and the system was powered down. The total infusion time was approximately 2 hours, 7 minutes; the total calculated volume infused was 21.134 ml. During inspection it was observed that the platen was broken at the upper hinge post which allowed it to fit loosely between the door and the bezel. During testing, periodic unregulated flow was witnessed in the drip chamber and the device failed rate accuracy testing. The cause of the overinfusion was determined to be a damaged platen. The root cause of the damage is unknown.

Event description:
The customer reported that an unspecified medication which was programmed under guardrails infused faster than expected. There was no report of patient harm. The pump module was tested by the facility biomed and found to be over infusing by almost double the programmed rate.

Event description:
The customer reported that heparin (25,000unit/250ml 5% dextrose) was programmed as a secondary to infuse at 10ml/hr (1000 units/hr) and the programming was verified by a second nurse in the ER at 04:10. After the patient was transferred to the cardiac unit the receiving nurse noticed at around 6:30 that the heparin bag was empty. The primary infusion was 1 liter normal saline to infuse at kvo. Lab work was immediately drawn (pt/ptt/inr panel) and the heparin was stopped pending the lab results, which have not been provided. The bag was inspected and no holes or leaking were noted. The pump settings showed that the total volume infused was 21.13 ml. There was no report of patient harm.